Event description:
Surgeon was using a 323.062.em (2.0mm drill bit) during an elbow fixation when drill bit was reported to have broken. Sample has been decontaminated and available for inspection.

Manufacturer narrative:
The device was returned to emerge medical in a sealed sterilization package. The following info written on the back "(broken in pt)", "incident report filed." Dr. (B)(6)" and "elbow". The sterilization package indicates the product was steam sterilized. The clear side of the package had a pt label; photocopy attached. The device history record for lot 148394 was reviewed no anomalies were found. The material, material hardness, and processing steps were verified by the supplier, (B)(4). The product was manufactured to revision c and the current revision is d. The device was visually inspected and found the flute feature has broken off near the start of the flute. The broken flute piece was not returned with the complaint. The remainder of the product, including the shaft and quick connect feature appears in good condition and are not damaged. The following dimensions were determined to impact the device failure mode along with the corresponding measurements. The shaft diameter and the core diameter are within print specification. The flute length was shorter; however, it confirms the complaint condition. The individual flute measurements were not obtainable for all three flutes due to the breakage. This complaint is indeterminate because the damage and missing portion of the device does not allow for a comprehensive eval.